Manufacturer narrative:
Technical services explained that detection enhancements are not applied when the rate increased from the vt-1 monitor only zone to the vt zone since the device considers this redection. Technical services discussed potential ways to mitigate the situation by programming shock therapy on in the vt-1 zone. Technical services discussed programming options to mitigate the potential for inappropriate shock delivery. Subsequently, bostons scientifi crm received information that this local representative contacted technical services to request an episode interpretation (episode#v-51). A save-to-disk will be sent in for review. The save-to-disk was received on july 15, 2009 and inappropriate therapy delivery was identified. The available information suggests that this device and lead system remains in-service. Boston scientific received information that this device was explanted in (B)(6) 2015 due to advisory/recall (see report#2124215-2015-16574). At this time, the product has not been returned. The product is in possesion of the hospital and will be returned by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific crm received information that this local representative contacted technical services on june 22, 2009 to report that this patient received five shocks on (B)(6) 2009 while exercising on a treadmill. The patient reported that his heart rate had increased above the device's programmed rate cut-off when the shocks occurred. The patient contacted his physician and was told that admission to the emergency room was not required. The patient contacted latitude patient support for assistance with performing a pii (patient initiated interrogation) and would be seeing his physician. There were no allegations or complaints against the device's operation or functionality at that time. Later that day, the local representative contacted technial services to discuss the recorded episode. The rhythm was detected in the vt-1, monitor only zone without riid (rhythm ID feature) programmed on. The rate accelerated into vt zone and shock therapy was delivered. Subsequently, the patient was induced into ventricular tachycardia for a few beats which reverted back into svt. The second to last shock induced ventricular tachycardia which did not revert back to svt. The last shock failed to convert the ventricular tachycardia. Subsequently, the rhythm spontaneously reverted back to svt.